Manufacturer narrative:
Initial 2 of 4. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Imdrf cause investigation code: code b24 is not available in database to capture event. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. (B)(6). Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001884, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001884 was manufactured according to the wi version 105 and manufactured in the line inset 4 on 23-jun-2023, with a total of (B)(4). Gluing tube: the sub-assembly, gluing tube of the lot 3f02937 was manufactured according to the work instruction (wi) -4905506 version 3 and manufactured in the line inset 30 l1, on 21-jun-2023, with a total of (B)(4). The sub-assembly, gluing tube of the lot 3f03840 was manufactured according to the work instruction (wi)-4905506 version 3 and manufactured in the machine itl01, on 23-jun-2023, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. This investigation has been updated because the malfunction code changed from to which requires additional activities not included in the original investigation dated 02/dec/2025. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results - supplemental information: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 20/apr/2026 against lot number 6001884 and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, I tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 6001884 was associated with nc-1693510 for length tip of catheter and needle out of specification. However, this nonconformance is not related to the reported failure mode and is not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 20/apr/2026 against lot number criteria equal 6001884 and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 1. The complaint number is (B)(4). Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Corrective action as a result of the investigation: n/a - this complaint did not require escalation to corrective and preventive action (CAPA); therefore, no corrective and preventive action (CAPA) plan is available. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event where tubing was detached/broken at site connector which led to therapy interruption on (B)(6) 2024.